Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged of having coughing fits, shortness of breath, wheezing and nasal/throat irritation or soreness. Patient also alleged of having sinus infections that antibiotics are not resolving. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged of having coughing fits, shortness of breath, wheezing and nasal/throat irritation or soreness. Patient also alleged of having sinus infections that antibiotics are not resolving. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust-like and black contaminant found on air outlet of rear panel and inside of top enclosure, sticky substance found along inside front edge of top enclosure, discoloration of plastic on inside face of front panel, rear panel, and bottom enclosure, grey dust-like contaminate observed around air inlet of blower box, fine white dust-like powder observed on top of blower box, white contamination observed on top of blower, rust/corrosion of brass nut of blower. Also found, liquid ingress found on bottom of blower and within blower box, black particles in bottom of blower box not consistent with foam degradation, black residue consistent with keratin observed at blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with multiple contamination of dust, keratin in the device inconsistent with foam degradation and liquid ingress consistent with blower and blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.